Manufacturer narrative:
The user stated that the skin irritation had been present since insertion and reported that the condition appeared to be improving over time. The user indicated that the issue was not related to adhesive patches or procedural dressings. The user's healthcare provider was aware of the event and prescribed topical treatment for management of the skin irritation. The symptoms did not result in sensor removal, and no additional medical intervention was reported. Per review of the data management system, the user continued to use the system with up-to-date information. Skin irritation at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On march 5, 2026, senseonics was made aware of an incident in which the user reported developing a rash at the sensor insertion site approximately starting on (B)(6) 2026.